Manufacturer narrative:
Reported event: an event regarding wear involving a accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs wee provided for review. The photographs a show a recently explanted stem; the trunnion of the stem is severely worn. -clinician review: a review of the provided medical records by a clinical consultant indicated: "hip stem and head revised due to implant failure. The ap and lateral x-rays show a thr with a head /trunnion malalignment consistent with trunnionosis and impending dissociation. A tha implant failure is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to implant failure. A review of the provided medical records by a clinical consultant indicated: "hip stem and head revised due to implant failure. The ap and lateral x-rays show a thr with a head /trunnion malalignment consistent with trunnionosis and impending dissociation. A tha implant failure is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Hip stem and head revised due to implant failure.